Event description:
On an unknown date, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unreported date, the patient was hospitalized and the tubing was changed urgently because the internal retention plate created a wall abscess. Despite attempts to obtain the information, there was no information provided regarding the patient's medical history; what, if any, diagnostic testing was done and what were the results; what treatment was provided; why the tubing was replaced urgently. Therefore, we have chosen to conservatively submit this report.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site abscess is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.